Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm. The date of the event is an approximation. Sometime around (B)(6) 2025, the patient¿s parent arrived at school to pick up his son and was informed that the cgm was displaying low glucose values of 65 mg/dl and 60 mg/dl. The school nurse aide did not perform a blood glucose measurement (bgm) via finger stick because they were unfamiliar with the device. In response to the low readings, the child was given food and drinks at school. Concerned about the cgm values, the parent took the child to the hospital. At the hospital, bgm testing showed significantly elevated glucose levels of 300 mg/dl and 400 mg/dl, while the cgm continued to display low readings. When asked about treatment provided, the parent stated he was unsure and could only recall details from a subsequent incident in (B)(6). He mentioned waiting for his son but did not know whether additional insulin was administered. The reporter noted that the patient exhibited no symptoms during the event and appeared happy, as he was being given cake and ice cream. There was no documentation of any medical intervention. No data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Manufacturer narrative:
(B)(4) diabetes mellitus is a known cause of hyperglycemia.